Event description:
A (B)(6) female patient called zoll customer support to report that her monitor was making a clicking sound and was getting hot. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor making clicking sound / getting hot) has been investigated. Upon evaluation it was discovered that a high voltage capacitor (c19) on the defibrillator board was damaged, causing the capacitor to release electrolytic fluid throughout the unit. The electrolytic fluid caused damages among several components on both the defibrillator and computer analog boards. The cause for the damaged capacitor cannot be positively determined. No adverse event resulted from the defective component. The patient received a replacement monitor.